Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 4.0x12 nc trek is being filed under a separate medwatch report number. There were no reported product deficiencies. The reported patient effects stenosis/restenosis is listed in the japan xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat restenosis of a xience v stent in the proximal circumflex with heavy tortuosity. Pre-dilatation was performed with a unspecified cutting balloon. The 4.0x12 nc trek dilatation catheter was advanced for post-dilatation without resistance; however, during the first inflation the balloon moved (watermelon seeded). The nc trek was withdrawn from the patient anatomy with slight resistance and the unspecified cutting balloon was used for post-dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.